Manufacturer narrative:
Product complaint # (B)(4). Reporter is a j&j sales representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent for a surgery. During the surgery, the connecting screw for trochanteric fixation nail advanced (tfna) insertion handle was very difficult to unscrew at the end of the surgery. The threads on the connecting screw starting to wear out. There were no fragments generated. There was a 1-minute surgical delay. The procedure successfully completed. No patient consequence. Concomitant device reported. Unknown tfna insertion handle (part# unknown, lot# unknown, qty 1). This complaint involves (1) device. This report is for (1) cannulated connecting screw. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- this complaint is confirmed as the threads of the returned device were observed to be stripped. No root cause could definitively be determined for the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 03.037.010. Lot: 9290626. Manufacturing site: hagendorf. Release to warehouse date: 10 december 2014. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.